Manufacturer narrative:
The electrodes were returned for evaluation; the customer report was observed during visual evaluation. A visual inspection of the returned electrodes found that the electrodes were assembled correctly prior to leaving the manufacturing facility. There is also evidence the pads were used on a patient and reapplied to the packaging on the non-coated side of the styrene liner. This report has been attributed to user error. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the pads were damaged during opening/removal of packaging and they were unable to attach them to the patient. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.